Manufacturer narrative:
Complaint is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: not to apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shave blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 00509322800, 4mm round bur, loosened from the drill rod. The tip of the bur was retrieved from the patient. A request for additional information has been made, but no information was received to date. There is no reported injury or delay of surgery. This report is being raised based on device malfunction with potential for injury upon reoccurrence.